Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the error message ¿referenc¿ and ¿offset¿ occurred on the roataflow console. No harm to any person has been reported. The reported errors ¿referenc¿ and ¿offset¿ can lead to a pump stop during use therefore a report is required. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failures "referenc/offset error" could be confirmed. The rf (rotaflow) flow measure pcba (article number 701011681) has been replaced. The failure "referenc/offset error" was investigated by the getinge life-cycle-engineering (lce) and the most probable root cause could be determined as a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error referenc/offset" getinge life-cycle-engineering (lce) confirmed that the messages "error offset" and "error referenc" are equivalent. Since the rotaflow can only display one message at a time, it depends on which one appears first in the system. With this combination (flow board and power supply board) the cause is a short circuit on the flow measurement board, which triggers the corresponding fuse on the power supply board. Based on the investigation results the reported failures "referenc/offset error" could be confirmed. The review of the non-conformities was performed on 2024-05-31 and during the period of 2014-09-18 to 2024-05-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in 2014-09-18. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. It was reported that the error message ¿reference¿ and ¿offset¿ occurred on the roataflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported errors ¿reference¿ and ¿offset¿ can lead to a pump stop during use therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.